Event description:
The hospital reported that during the coronary artery bypass procedure, after making the aortotomy, it was observed that the hole was not even. The surgeon used a standard punch to even out the aortotomy. The procedure was completed without any other issues. No patient complications were reported.